Event description:
During left knee arthroscopy procedure, the intellijet fluid management system performed erratically and "raced" at a very high flow rate ignoring the set flow rate. A much larger than anticipated volume of irrigation fluid was delivered. The pt had to have a fasciotomy performed on the knee to relieve the pressure. Pump was examined following the procedure by biomedical instrumentation and was found to be operating properly.